Event description:
Device 2 of 4. Ref MFR reports: 1627487-2012-03863, -03865 and -03866. The pt received 2 scs ipgs with different serial numbers. The pt's spouse reported the pt is experiencing heating at his scs ipg pocket site. The pt's spouse also reported the pt is experiencing a shocking sensation. Additionally, the pt's spouse reported the pt has been scheduled to have both of his scs systems explanted. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal reporting number: 1627487-05242011-002-r; 1627487-07262012-002-r; 1627487-07262012-001-c. This ipg serial number was included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.